Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and another manufacturers lead exhibited high out of range pace impedance measurements likely due to the spring contact in the device header. This device was then reprogrammed to unipolar pacing for the atrial lead. This device remains in service. No adverse patient effects were reported.